Event description:
It was reported that bd syringe 2ml ls had scale marking issues 2ml syringes where the barrel is indented and also affected the printing of the graduation marks.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Review of the DHR showed that the housekeeping is performed per shift per 90005451 with no abnormality observed. Current control there is 2 hourly in-process inspection check in place as per mfg-006/m to check for damage. Based on the return samples, it was observed damaged barrel is noticed at the same position, approximately at the location scale mark at ¿1/2 and 1¿ height. The team has investigated different sections of machine and matched potential area which could leading to damaged barrel.